Event description:
Customer received product with lose lid. When stocking the lid fell off and the product fell to the floor. Customer threw away the product and only has the packaging. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Additional case information was received and the case was re-assessed. Baxter follow-up medical assessment: the follow up information confirms that the defect (leak that damaged the carton) was obvious. This information does change the conclusions of previous medical assessment. An adverse health consequence is reasonably not expected, as defect is obvious and product will not be used on patient. Baxter synovis completed the investigation. Sample was not received for evaluation however a photo of the sample box was provided. Any evidence of the reported scale of water damage cannot be determined via the photo. The complaint is not confirmed. Synovis performed a batch record review for the reported lot and no issues were identified and all specifications for release were met. No non-conformances, failures, reworks, deviations, or changes to test methods, process, or procedures were noted that could support the reported complaint. No trend is identified. Per synovis, a likely root cause may be shipping forces, but a definitive root cause cannot be determined without sample evaluation and/or function testing. A pre-existing CAPA has been opened to address to further investigate the issue ((B)(4)). This is the first complaint of this nature received for this product lot. This case will be kept on file for trending purposes.

Event description:
Additional information received on (B)(4) 2013: customer said that is was explained to her that when they went to place the product carton on the shelf, when stocking, the box was wet and the product fell through the carton, landed on the floor and broke in pieces. So the product was leaking before it hit the floor.

Manufacturer narrative:
(B)(4). Medical assessment: if a visible breach in sterility was to recur, the surgeon would have to either use a new kit, or decide to use alternative standard surgical products or methods for resolve the surgical problem. In the possible, worst-case scenario of a non-visible breach in sterility surgical field contamination with potential life-threatening consequences may occur. The major concern with product sterility is a non-visible breach. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue, if not observed by user. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.